Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced an arrhythmia episode. Upon further review of the episode, technical services was not able to rule out that atrial pacing delivered during the episode initiated a faster atrial fibrillation (af) at approximately 200 beats per minute (bpm). Additionally, concerns of far-field oversensing were observed. Also, ts discussed that current minute ventilation (mv) and xl sensor settings may be very aggressive for this patient. Reprogramming options were discussed. No additional adverse patient effects were reported. This device remains in service.